Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient dislocated twice in 2018 with a closed reduction in each case. There were no specific 2018 dates provided for this dislocation information and it can not be assumed that the event happened prior to the 2018 revision captured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, the patient dislocated twice in 2018 with a closed reduction in each case. There were no specific 2018 dates provided for this dislocation information and it can not be assumed that the event happened prior to the 2018 revision captured. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that delta cer head 12/14 36mm +5 had no dislocated from the liner. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the delta cer head 12/14 36mm +5 would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: delta cer head 12/14 36mm +5 product code: 136536320 lot number: 7894853. 1) quantity manufactured: (B)(4) parts, 2) date of manufacture: 22-apr-2014, 3) any anomalies or deviations identified in DHR: there were no non-conformances associated whit this lot. 4) expiry date: march-2019 , 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The dislocations occurred on (B)(6) 2018. A closed dislocation was performed in each case. No operations were performed. There have also been no complaints.